Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during bolus. Customer stated that the alarm was resolved by changing the set. Customer did not remember if the cannula was bent or kinked. Blood glucose value was 21.3 mmol/l; treated with a bolus. Customer was advised to disconnect at the quick release. The drive support cap on the insulin pump is normal. Customer could smell insulin. No air bubbles are seen in the tubing. Customer has back up plan at home. Customer was unable to troubleshoot because of being at work; will get back in contact to complete troubleshooting.